Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause of the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient's parent reported that the patient¿s blood glucose level rose to 300 mg/dl while wearing the pod between approximately 37 and 48 hours. The patient's parent indicated they contacted a healthcare provider by phone, who recommended replacing the pod. Upon removal from the infusion site (leg), the site was observed to be red and the pod¿s cannula was described as having a "milky" appearance inside. As treatment, a new pod was applied, after which the patient¿s blood glucose levels reportedly returned to normal limits. No additional medical assistance was required.